Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02126. It was reported that stent premature deployment occurred. Two non-bsc introducer sheath were used and two stents were advanced for treatment, a 8.0x40x75 cm and a 7.0x40x75 cm express¿ ld vascular stents. However, the stents encountered difficulties in passing through the introducer sheath. As a consequence, the stents were prematurely deployed through the lesions and not in the intended place. A superior diameter introducer sheath was used, vascular radiology and additional dilatation balloons were used to retrieve and replace the lost stents. The prolonged duration of the procedure caused the overuse of rays and overheating of the amplifier. No further patient complications were reported.